Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 20f was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is unconfirmed for deflation issue as the balloon was inflated with approximately 20ml of water with an in-house syringe and was allowed to sit for 10 minutes, the balloon was massaged and no leaks were noted and the balloon was deflated without issue. The investigation is inconclusive for migration issue and incorrect procedure or method as the exact circumstances at the time of reported event are unknown and the clinical conditions cannot be replicated. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the balloon was slowly deflate and the tube was not in place so the tube was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that during a procedure, the balloon was slowly deflate and the tube was not in place so the tube was removed. There was no reported patient injury.